Manufacturer narrative:
The device has been requested but has not been received at b+l for eval. A batch record review determined the components (syringes and cannula) lots used for this product met all specs. No anomalies were identified in the batch record that pertains to the syringe or cannula luer lock feature. The lot history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. This event is performing within the anticipated severity and occurrence levels as defined per the risk analysis documentation. An investigation into this event has been opened to evaluate potential product and/or instructional improvements.

Event description:
It was reported that the cannula could not be properly connected to the syringe and during use of the product, the pt moved and the cannula detached from the syringe. The detached cannula punctured the iris and capsule. A vitrectomy was performed.